Manufacturer narrative:
For the reported malfunction, the device and photos were returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7707540j implantable port allegedly experienced a fracture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was a (B)(6) year-old; weight and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7707540j implantable port allegedly experienced a fracture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was a 40 year-old; weight and gender were not provided.

Manufacturer narrative:
H10: the lot number was not provided; therefore a lot history review could not be performed. For the reported malfunction, the device and photos were returned to bd for evaluation. After review the photos and sample evaluation the investigation was confirmed for fracture. The catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp w/8 fr groshong, int kit products that are cleared in the us. The pro code for the x-port isp w/8 fr groshong, int kit products is identified in d2. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.